Event description:
It was reported there was charring on the third electrode and it was not possible to see any signals from the electrode on the EKG.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a followup report will be submitted. (B)(4).